Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was 280 mg/dl at the time of incident. Customer stated that the insulin pump display was blank even after batteries has been changed. No significant events leading to blank display anomaly was observed. Unable to complete troubleshooting due to customer doe not have a new battery to test. The insulin pump is not expected to return for analysis.